Event description:
It was reported that a user experienced a failure to scan their freestyle libre 3 sensor when attempting to use the ilet app, initially encountering a scan error and then no scan recognition, after which a live test with customer care confirmed a successful scan. Investigation included user interview and live troubleshooting. During the call, the user successfully scanned the sensor without error, and glucose data was displayed as expected. No symptoms or adverse clinical effects were reported. Investigation of this case revealed that the scan issue resolved during standard operation, and no device malfunction was confirmed. It was concluded that the event was consistent with a transient scanning or communication interruption that resolved with normal use. A follow-up report will be submitted if the device is returned and evaluation identifies additional findings.